Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pocket failed and there was a medication jam under the lid. The field service engineer unplugged row board cable from drawer controller board, cleaned connector and removed medication jam to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system cubies in drawer 2.1 was constantly failing. The customer added that this malfunction occurred during the user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.